Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right-atrial (ra) lead exhibited oversensing of noise resulting in inappropriate automatic mode switch (ams) which was confirmed via isometrics. No resolution was performed. The patient condition was stable and would continued to be monitored.